Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was at the hospital due to his implant for a week and a half as of (B)(6) 2016. He needed to be programmed and adjusted because he could not go to the bathroom and his right side would not move. He felt like ¿crap¿ and like a ¿mummy.¿ this began two weeks prior to (B)(6) 2016. The patient later reported that he spoke to his manufacturer representative (rep) and was going to have the rep come in and help him. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.